Event description:
It was reported the patient presented to the emergency department with the device tone alarming. It was noted the right ventricular(rv) lead high voltage and superior vena cava impedances were out of range. It was also noted the left ventricular (lv) lead threshold was chronically high. Follow up attempts were not successful. The right ventricular (rv) lead remains in use. The left ventricular (lv) lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that an approximately 13 cm medial segment of the distal and proximal conductor was returned. Visual/destructive analysis was performed and no anomalies were observed.

Event description:
It was further reported that the rv lead had noise and was capped and replaced. The rv and lv leads were subsequently extracted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead (B)(6) 2008, 5076 implantable pacing lead (B)(6) 2008. (B)(4).